Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe was confirmed. The 32mm probe is damaged. The two probe strain relief junctions are broken. Right probe button does not work properly. Image produced is poor quality. The root cause is due to use of the device.

Event description:
It was reported by the customer the probe is broken. 01/29/2026: the device was returned for evaluation. During evaluation it was found the image quality produced is poor.